Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Arjo was notified about an event with involvement of alenti bathing lift. It was reported that nurse was moving the lift's chair out of the bathtub with resident on it. The patient was in condition able to transfer, but with limited mobility (able to bear own weight on one leg). The chair was approximately on height of five feet, when castor of the lift's leg (which was under the bathtub) fell off and the lift started to tip sideways and forward. The patient caught the tub by reaching down and the nurse balanced the device by pressing down on opposite side. The nurse moved the lift from under the bathtub and lowered the chair. The patient did not sustain any injury, but was a little shaken. According to the information collected during interview with the customer facility the castor fell off the lift's leg without breaking. The castor was installed by the customer facility personnel, not the arjo representative. It was confirmed that the customer did not know the correct torque value and did not use loctite (thread-locker glue) for installation of castor. After the event the customer facility maintenance personnel was provided with correct procedure and reinstalled the castor. As per the information received from the arjo representative the castor kit had been sent to the customer facility before the event occurred. The customer representative was also advised by the arjo employee to inform when they receive the part so they could be provided with the proper installation instructions. However, the customer installed the kit independently without reference to the proper manual and without informing the arjo personnel. The operating and product care instructions [IFU; 04.cd.05/4us,ca issued in march 2008] delivered to customer with the claimed clearly informs the device's user: "modifications made to the equipment without expressed written consent of arjo will invalidate the supplier's product liability." (P. 5) moreover, the IFU in section "service and support" and "care and preventive maintenance" (dedicated to annual maintenance actions) reminds that: "the following actions (maintenance) must be carried out by qualified personnel, using correct tools and knowledge of procedures. Failure to meet these requirements could result in personal injuries and/or unsafe product." (P. 33) "if you require further information, please contact your local arjo representative who can offer comprehensive support and service programs to maximize the long-term safety, reliability and value of the product. Contact your local arjo representative for replacement parts." (P. 4) please note that according to installation instructions for the alenti castors kit rkt1004 (the front castor fell off): "the screw/nut must be secured with loctite 243 and tightened with a torque 40nm." It was confirmed that the customer facility personnel performed a castor replacement on its own without proper knowledge of the installation procedure as the loctite and proper torque setting were not applied, which was the primary cause of the part detachment during use. The review of reportable events with the involvement of the alenti bathing lift in last years revealed low number of similar incident. In summary, according to the customer allegation, the device's castor detached from the lift and device started to tip. According to the description of malfunction the device was not up to the manufacturer's specification.. This complaint was decided to be reported due to information that the device's castor fell off, which according to details presented, destabilized the device once the resident was sitting on it, what could pose a risk for the resident.

Event description:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that nurse was moving the lift's chair out of the bathtub with resident on it. The patient was in condition able to transfer, but with limited mobility (able to bear own weight on one leg). The chair was approximately on height of five feet, when castor of the lift's leg (which was under the bathtub) fell off and the lift started to tip sideways and forward. The patient caught the tub by reaching down and the nurse balanced the device by pressing down on opposite side. The nurse moved the lift from under the bathtub and lowered the chair. The patient did not sustain any injury, but was a little shaken.